Event description:
Employee was turning on a gomco intermittent suction unit and the switch sparked a flash of white flame with black smoke. User felt a shock to the tip of the right thumb. No treatment required other than to go home for remainder of shift. From biomed service report - found on/off toggle switch broken internally and shorted. Smoke residue from sparking is visible on toggle of on/off toggle switch.